Manufacturer narrative:
(B)(6). The device was received, however the engineering report is not yet available. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product analysis and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported during the prepping of two 5f mynxgrip vascular closure devices (vcd); the devices did not deflate. There was no report of patient injury.  A third mynx device was used to successfully close the artery. The product was not clinically used and it will be returned for analysis.  The approach was made in the femoral artery for a diagnostic peripheral procedure. There was no damages or anomalies noted when removed from the package. The device was prepped normally until the balloon would not deflate. There was 50/50 contrast used.

Manufacturer narrative:
(B)(6). Complaint conclusion: for 10377-1 a non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was pulled back against the shuttle hub. The advancer tube was deployed and engaged to the proximal tamp lock. A small piece of sealant was observed stuck at the distal tip of the advancer tube. It was also observed that viscous solution remained in the inflation tube¿s lumen. Leak testing was performed on the balloon of the device with water and some resistance was felt. Subsequently, the remaining solution of contrast in the inflation tube was slightly thick which prevented the balloon from being inflated properly. The device/inflation tubing lumen was cleaned out with water. The balloon was retested and was able to inflate and deflate as intended per the mynx instructions for use (IFU). The inflation indicator pressure release test was performed by using the pressure gage and it was noted to be within specification. The balloon of the device was inflated with water and pressure was held with proper functioning of the inflation indicator. Balloon inflation & deflation time specification and inflation indicator pressure release specification were verified. Review of lot f1703802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.      Based on the information provided and the investigation performed, the failure reported as the ¿balloon - failure to deflate¿ during preparation of the device could not be confirmed. However, the investigation results revealed that a viscous solution of contrast in water remained in the inflation tube¿s lumen which caused the balloon to malfunction during the investigation. It should be noted that a viscous solution might cause the difficulty or delay the time to inflate/deflate balloon which may have contributed to the reported event. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. According to the product instructions for use, users are instructed that if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. Neither the DHR review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Event description:
As reported during the prepping of two 5f mynxgrip vascular closure devices (vcd); the devices did not deflate. There was no report of patient injury.  A third mynx device was used to successfully close the artery. The product was not clinically used and it will be returned for analysis.  The approach was made in the femoral artery for a diagnostic peripheral procedure. There was no damages or anomalies noted when removed from the package. The device was prepped normally until the balloon would not deflate. There was 50/50 contrast used.